Event description:
A spike of a transfer set was broken during exchanging a solution bag by clean flash. The set was in use for 90 days. There was no pt injury or medical intervention associated with this incident according to the international affiliate.